Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 900 mcg/day via an implantable pump for intractable spasticity. It was reported, per the physician, the patient may have an infected pump pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, a culture had been sent. Regarding actions/interventions taken, antibiotics had been started. The issue had not been resolved at the time of the report. The physician had the baclofen dose reduced from 1200 mcg/day to 900 mcg/day in anticipation of a possible removal of the patient¿s baclofen pump. It was discussed with the physician how to titrate the oral baclofen. Surgical intervention had not occurred, and it was unknown if it was planned. The patient¿s status at the time of the report was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative on (B)(6) 2018. The patient previously had both their pump and catheter removed. The patient was scheduled for replacement of the entire infusion system (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2018-07-09. The hcp reported an infection was confirmed in the patient's pump pocket. The patient had a staph aureus infection. The infection began around (B)(6) 2018. The patient experienced erythema and tenderness around the pump. Regarding factors that may have led to or contributed to the infection, the hcp reported the patient had a chronic pressure ulcer. The pump was explanted in late (B)(6) 2018. The status of the pump was uncertain. The infection had resolved, but the patient's spasticity was worse without the pump.